Event description:
It was reported that during an attempted implant, low r wave and high capture threshold were observed on the right ventricular (rv) lead. Different positions were placed but the issue remained the same. The physician decided to replace the rv lead with good parameters. There were no adverse health consequences, the patient was in stable condition.

Manufacturer narrative:
The reported event of capturing problem and device sensing problem were confirmed. As received, a complete lead was returned in one piece. X-ray examination found the inner coil in the connector region was over torqued/damaged, consistent with procedural damage. An internal short was found due to the over torqued/damaged inner coil in the connector region and the cause of the reported event.